Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm damaged or defective and high capture threshold based on microscopic inspection of the battery liner noted an abraded section with a hole. High power visual inspection of the header and lead barrels noted no irregularities, and all seal plugs were intact. Further, manufacturing deficiency investigation conclusion code was selected based on analysis evidence of a hole in the battery liner or cover, allowing contact between the battery and the electrically active pulse generator case.

Event description:
It was reported that this pacemaker was a case of an attempted implant due to damaged or defective and increased pacing threshold measurements. This device was replaced with the same model and never in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was a case of an attempted implant due to damaged or defective and increased pacing threshold measurements. This device was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.